Event description:
It was reported that the patient initially presented with inferoposterior myocardial infarction (mi) due to occluded thrombotic lesion at the circumflex (cx) artery. Treatment was not reported; however, one day later, the patient had complaints of chest pain and ventricular tachycardia and was taken back to the cath lab for a second procedure. This second procedure was performed to treat a lesion in the mid left anterior descending coronary artery with heavy calcification, mild tortuosity and 80% stenosis. The diamondback 360 orbital atherectomy system (oas) therapy was used, followed by the implantation of an unspecified stent. Continuing to treat the predominately fibro-lipidic proximal lesion, a 3.0x15mm nc trek rx balloon dilatation catheter (bdc) was used. The balloon was inflated to 16 atmospheres when a vessel perforation occurred. Balloon inflation was used to treat the dissection. However, in-stent thrombosis occurred with the implanted unspecified stent. The nc trek bdc did not cause or contribute to the micro thrombus. The patient was stable post procedure and compliant with dual antiplatelet drug therapy. The patient experienced two episodes of cardiac arrest related to mi and was treated with cardiopulmonary resuscitation (CPR); however, the patient expired. Per physician, the nc trek bdc did not cause or contribute to the mi or death. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported patient effect of perforation and death are listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use as a known patient effect. A conclusive cause for the reported patient effect of perforation of vessels, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported by the physician that the reported death is unrelated. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.